Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during an unspecified diagnostic procedure that was completed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had screen blackout and distortion of the scope connection. There were no reports of patient harm.